Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs replaced the cuvette wiperr which resolved the issue. A review of the architect c8000 (sn# (B)(6) service history found no additional likely causes and no additional reports of inconsistent or erratic results have been received since fs addressed the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed that the calculated erratic rates were all below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. No systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely decreased calcium result generated on the architect c8000 analyzer on a patient. Results provided: (B)(6) 2023 sid (B)(6)=4.4 / 9.3 mg/dl (normal range=8.4=10.2 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).